Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow up, diagnostic imaging confirmed a dislodgement of the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
As received, a complete lead was returned in two pieces with the helix found partially extended and clogged with dried blood. X-ray inspection found overtorque of the inner coil. After cleaning and cutting the lead, the helix can be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of the helix not being able to retract was isolated to the helix being clogged with dried blood and overtorque of the inner coil.